Manufacturer narrative:
The customer did not return the suspected product. The lot number used by the customer is unknown, therefore, in-house testing was not be performed. A device history record for the affected meter was reviewed and no anomalies were found.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 33 mmol/l on his contour next link 2.4 meter. The customer had no symptoms of hyperglycemia. He performed retesting with another blood glucose monitoring system and obtained a reading close to 7 mmol/l. The exact reading obtained on another meter was not provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.